Event description:
Admitted with diagnosis of failed aginity type total r ankle arthroplasty resulting in pain and reduced mobility, swelling. In 10/2002 performed removal of aginity type total ankle arthroplasty right ankle. Draining and removing large seroma from medial aspect. History of right ankle replacement 1996 and 1999.